Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a stuck button occurred. The customer's blood glucose level ranged from 135-136 mg/dl. Reportedly, the cause was unknown. Customer was able to clear the alarm and continued using the pump for insulin therapy.